Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2021-19449. It was reported that one of patient's lead fractured after a fall. Surgical intervention was undertaken on (B)(6) 2021 in which the leads were explanted and replaced. Note: it is unknown which lead fractured, so both are being reported.